Event description:
It was reported via medwatch "CT of chest with contrast with an incident finding: relatively similar roughly 18mm long and thin wire fragment within the right lower lobe anterior basilar segmental pulmonary artery. PICC line placed at beginning of the year. Patient had an ir procedure approximately 3 months later - exchange of PICC under fluoroscopic guidance done in ir. IV therapy evaluation due to discomfort with recently exchanged l [left] upper arm dual PICC. R [right] basilic powerglide midline placed." No issue was identified at the time of placement. Unclear if the patient has a retained foreign body from this or a PICC line, no treatment needed, retained foreign body left in place.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.